Event description:
It was reported that (1) device was used during a lung volume reduction. It was reported by the affiliate that the tsb45 instrument fired and cut, but the problem was the release handle would not release and was jammed. The surgeon forced open the handle to separate the jaws of the device. There was no consequence to the pt.